Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch. A single photograph did confirm the complaint as the device chain was broken, but a full root cause analysis could not be completed without the device. The lot number was also not reported, so it is unknown how long the device has been in the field. Due to these factors the cause of the reported event is unknown. If the device is returned, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. However, at this point, no further investigation is required. Lot number and device manufacture date are unknown as the lot number was not reported. Complaint information provided by distributor, depuy orthopaedics. Foreign, as the reported event occurred in (B)(6).

Event description:
It was reported during a daa hip replacement on a (B)(6) year old male patient that the impactor was noted to be worn in the articulating hinge. During use for cup insertion, the handle snapped through the articulating hinge portion. The handle was disengaged and a straight impactor was used to complete impaction. Small fragments of metal were retrieved from the wound. No x-rays were completed. The surgery was completed without further issues. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint was broken. The manufacturing records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. D4 & h4: updated based upon lot number observed on complaint sample. D10 & h3: updated as complaint sample was received. H6: method, results and conclusion codes updated.